Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 57cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The 80% stenosed, 3.5mm in diameter, concentric, de novo target lesion contained no significant bend and was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. When the physician performed the kissing balloon, the balloon shaft kinked. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.